Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) lead were capped and replaced on (B)(6) 2008 due to unspecified reasons. The patient was in stable condition.